Manufacturer narrative:
Age/date of birth: unknown/ not provided. Race/ethnicity: unknown/ not provided. Phone : (B)(6). The patient interface (pi) is not returning for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a suction loss during laser firing. No patient injury reported. Surgery was completed. No further information available.